Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: cat. No.: 623-00-40h, trident 0 deg insert 40mm, lot code: w86mka, cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: 2j1mdd, cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: 21pmdd, cat. No.: 2030-6520-1, 6.5 cancellous bone screw 20mm, lot code: jh9mha, cat. No.: 508-11-64h, trident hemispherical multi, lot code: 6436701, cat. No.: 2030-6516-1, 6.5 cancellous bone screw 16mm, lot code: 38445410c, an event regarding infection involving an metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Patient's wife reported patient had left tha on (B)(6) 2007. Patient was revised on (B)(6) 2016 and antibiotic spacer was implanted. On (B)(6) 2016 spacer was removed and patient was implanted with unknown hip. On (B)(6) 2016 surgeon removed the implants. Patient was not implanted with devices as his surgeon did not recommend it. Patient received recall letter from his doctor. Patient cannot walk.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's wife reported patient had left tha on (B)(6) 2007. Patient was revised on (B)(6) 2016 and antibiotic spacer was implanted. On (B)(6) 2016 spacer was removed and patient was implanted with unknown hip. On (B)(6) 2016 surgeon removed the implants. Patient was not implanted with devices as his surgeon did not recommend it. Patient received recall letter from his doctor. Patient cannot walk

Manufacturer narrative:
An event regarding infection involving a metal head was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿metastatic infection from elsewhere in the body has disseminated to the left hip arthroplasty causing a late infection in the arthroplasty some 9-years post index surgery. Medical comorbidity may have increased infection risk. All components were removed with implantation of an antibiotic spacer in the hip as first stage of an intended two-stage approach to infection treatment.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot and sterile lot. Conclusions: the event was confirmed for infection based on the clinician¿s report, ¿metastatic infection from elsewhere in the body has disseminated to the left hip arthroplasty causing a late infection in the arthroplasty some 9-years post index surgery. Medical comorbidity may have increased infection risk. All components were removed with implantation of an antibiotic spacer in the hip as first stage of an intended two-stage approach to infection treatment.

Event description:
Patient's wife reported patient had left tha on (B)(6) 2007. Patient was revised on (B)(6) 2016 and antibiotic spacer was implanted. On (B)(6) 2016 spacer was removed and patient was implanted with unknown hip. On (B)(6) 2016 surgeon removed the implants. Patient was not implanted with devices as his surgeon did not recommend it. Patient received recall letter from his doctor. Patient cannot walk. Update: left hip revision due to infection.